Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-conformances. The UDI was unable to be located in the system.

Event description:
It was reported that the hemfsm10 has been generating intermittent and fluctuating sto2 values. The issue has been with the a1 l values. The a2 r value stayed steady from 88 to 89 during a case. When there is a value the a1 l value fluctuated between 65 to 88 changing every few seconds. After a few minutes of displayed values the a1 l suddenly stops generating values. After several minutes, the cycle starts again. This was during use. Patient demographics were requested but unavailable. A hemtom10 hem1 and foresight sensor will also be included in separate mdrs.

Manufacturer narrative:
One hemosphere foresight cable was received for product evaluation. The hemfsm10 was connected to a known working system with no errors. It was also connected to sto2 sensor simulators and they generated steady and accurate sto2 readings. Moving and bending the cables had no effect on the readings. The system ran for over 2 hours with no fluctuation to the values. There was no defect found.

Manufacturer narrative:
Please refer to these submission numbers: 2015691-2022-07154 for the hemfsm10, 2015691-2022-07156 for the hemtom10, 2015691-2022-07152 for the hem1, and 2015691-2022-07153 for the foresight sensor.